Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they needed a new controller battery for it quit. The controller was not wanting to work properly for several days because the last few times they tried to charge the controller it would not turn on and it would stop. Now the controller was not wanting to charge in the wall. They reset the controller and it did not work. The pt notified their manufacturer representative (rep) who was the one that would meet them at the doctor's office if they ever needed adjustments or if something needed to be changed and do it for them; the rep said to call for a battery. During call caller verified no damage to the controller battery, controller battery compartment, or to the controller port. Caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller turned on. Caller put the battery back into the controller and verified the controller was charging. Pt noted they got some type of message that said all data was lost and when agent asked pt to verify what was on the controller screen they said it was no device found. Pt said something was dead and when asked to clarify pt said they did not know what it was that was dead. Pt was advised to charge the controller and then attempt to recharge the ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: nld154978n, ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.